Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2013. It is further alleged that he suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head.

Manufacturer narrative:
An event regarding altr and wear involving a accolade stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the operative report confirms a revision for trunnioninosis and altr was completed. The patient had elevated cobalt and chromium levels. The root cause of the altr cannot be determined from the limited documentation provided." -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to elevated cobalt and chromium levels and altr. A review of the provided medical records by a clinical consultant indicated: "the operative report confirms a revision for trunnioninosis and altr was completed. The patient had elevated cobalt and chromium levels. The root cause of the altr cannot be determined from the limited documentation provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2013. It is further alleged that he suffered injuries as a result of implantation of the device at issue, excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a surgery for explantation of the femoral head. Additional information received via medical records, "there was a slightly cloudy fluid within the hip joint. There was a black crusting beneath the femoral head and at the trunnion. After cleansing the trunnion, the trunnion itself was visually damaged. Chrome cobalt levels were slightly elevated. We aspirated his hip joint of a large amount of metallosis-type fluid, which came back with elevated ion levels."